Manufacturer narrative:
The blood tubing set used on the treatment is not available for investigation and the lot number of the set could not be identified. Since this incident was reported to the MFR 10 months after the incident date it was not possible to identify any suspected lot. The MFR is unable to conduct a sample analysis or retain sample analysis due to the fact that the lot number was not identified and there are not suspected lots. Based on the clinical complaint investigation that laboratory values indicate that there was hemolysis present. There is insufficient data to conclude if this was acute mechanical hemolysis or acute chemical hemolysis. The cause for this hemolysis is unknown and based on the clinical complaint investigation there is no reason to suggest that the blood tubing set cause or contributed to this hemolysis. Please see attachments: complaint 241-2006-USA-tl-t investigation form, complaint form to MFR 56465099.